Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as not all components were returned for testing. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This was reported as an arteriotomy closure of the common femoral artery using the pre-close technique, via an 8f sheath hole, prior to an interventional procedure. Reportedly, cuff misses [suture retrieval issues] occurred with 3 prostyle devices. The sutures of 4 new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no adverse patient sequela and no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.